Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not responding. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31dec2018. Date of manufacturer: 23dec2018. Failure analysis by philips on the returned user interface assembly showed that this failure was corrected by performing the touch screen calibration. The customer's graphic user interface touch screen was out of calibration.

Manufacturer narrative:
Date of report: 02nov2018. Date of manufacturer: 01nov2018. The customer's biomedical engineer replaced the touchscreen which resolved the issue.